Event description:
It was reported by the customer that the jack could not be lowered. There were no pt involvement or adverse consequences reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.